Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed on the device according to se_121049_ag. The following steps failed: section 30: check drill chuck with key. Section 40: check the maximum range of tool coupling. Section 50: check the minimum range of tool coupling. During the service evaluation the following failures were identified: device interaction (2+ devices): cannot engage attachment - coupling. Functional: vibration. Internal finding: seized mechanics. Functional: frozen/will not move - chuck seized. Conclusion: failure reported is confirmed. Root cause: faulty parts.

Event description:
It was reported that during pre-surgery for an unknown surgical procedure, it was observed that the chuck with key device did not work anymore. During in-house engineering evaluation, it was determined that the device was frozen/would not move - chuck seized. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed.